Event description:
It was reported the patient's scs ipg is protruding causing discomfort. The patient will be seen by the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.